Event description:
It was reported by the attorney that the plaintiff had an arthroscopic knee surgery on 12/27/96. The attorney alleges that four vicryl sutures popped open after the surgery leaving the plaintiff with a 1/4" scar which is also hypertrophic.